Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy hartmann procedure and rectal dissection, an alert for excessive force sounded when the stapler was articulated and attempted to forcibly clamp the very hard scar tissue. The articulation joint part broke afterward. There was no issue with the handle itself, but the cartridge could not be removed from the adapter. A competitor's device was then used as a substitute, and it was articulated in the same way to clamp the same tissue. However, it was repelled/bounced back, so the articulation was returned to a straight position, and it was able to fire when the clamping was redone. There was no patient injury.